Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was intubated with a tracheal tube for a suspended laryngoscopy, for excision of a subglottic lesion. During the procedure the probe caught on fire and the patient suffered an airway burn. The patient was transferred to another hospital for further medical attention. The device was tested prior to use and no issues were found. Additional information has been requested

Manufacturer narrative:
(B)(4). The product was returned for investigation. A visual inspection was conducted and found the plastic tip was detached and the tube and tip at the end of the hose were black and burned. Further examination found the proximal cuff was melted away and the distal cuff was black and burned. The reported event was verified. The instructions for use (IFU) state to avoid contact of the laser beam with the unprotected plastic segment and cuffs at the end of the tube. Such contact, especially in the presence of oxygen or nitrous oxide mixtures, could result in rapid combustion of the plastic segments of the tube. This could cause harmful thermal effects and the emission of corrosive and toxic combustion products.